Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels and their pump. The customer states the device would not go into mode where it delivers insulin. The customer's blood glucose level at the time of incident was 490mg/dl. The customer states they went to the hospital, but their levels came down on their own, and then decided to leave prior to being treated. The customer states they later met with trainer and were able to prime and rewind the pump. The customer states their levels had been off. Troubleshoot was conducted but not complete due to customer having to end call. The customer was advised to monitor the device and call back if further assistance was needed.